Manufacturer narrative:
Evaluation of the device determined that there was a cut in the cable insulation, a broken cable clip, cracked enclosure box, and a shorted incrementing probe port. The device was repaired and tested to specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A customer reported that the 6 pin round connector was intermittent. There was no patient impact.